Event description:
It was reported that the customer went to the emergency room with a blood glucose of 572 mg/dl. The customer experienced irritability, dry mouth and extreme thirst. The caller stated that this is the second time the customer goes to the emergency room for high blood glucose levels, and the hospital is now demanding a replacement insulin pump. The caller declined troubleshooting at this time. Advised the caller that the insulin pump would be replaced. The customer later called, and stated that she continues to experience high blood glucose with the replacement insulin pump. The customer stated that she will be making an appointment with her hcp. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.